Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during the procedure. Symptoms/ae: stent in unintended site. It was reported that during the carotid procedure while deploying the rx acculink stent in the target lesion, the stent accidentally/unexpectedly jumped from the markers and was not deployed completely in the target lesion. A second stent was implanted to completely cover the target lesion. There were no adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.